Event description:
It was reported that after puncture and insertion of a guide wire in this patient, the doctor found a ball of wire protruding beyond the distal end. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that after puncture and insertion of a guide wire in this patient, the doctor found a ball of wire protruding beyond the distal end. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of deformation on the end of the guidewire was confirmed but the cause is unknown. Two photographs of the implicated 0.018¿ x 35cm guidewire were returned for evaluation. The guidewire was held within a gloved hand and contained evidence of use (e.g. Residual material). The end of the guidewire appeared rough and irregular; with what appeared to be a slightly larger outer diameter compared to the rest of the wire. The photo quality did not allow for a clear view of the damaged wire section; however, the irregular profile of the end of the wire was likely caused by the outer wire being displaced. Although the damage to the wire could be confirmed, the exact root cause of the damage could not be determined from the returned photographs. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Potential contributing factors could include attempted insertion of the wire against resistance or manipulation of the wire causing displacement of the outer wire. H3 other text : evaluation findings are in section h.11.